Event description:
It was reported that the implantable pulse generator (ipg) device reached early battery depletion due to high atrial threshold and therefore the ipg device was programmed to high output. The ipg was removed and replaced with a new device. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and the battery depletion was normal, meeting expected longevity.